Event description:
Spontaneous. Patient reports pump broken, spring broken, not pushing medication. Freedom 60 infusion system. The reported product fault occurred while in use with the patient. No adverse event occurred. Device is available for investigation and return to manufacturer. No missed dose; patient received their medication via manual push. No further information. Reported to (B)(6) by: patient/caregiver.